Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm and was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.